Manufacturer narrative:
(B)(4). As the device was not returned, a complete device analysis could not be performed. A review of the service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Upon conclusion of the investigation, the cause of the increased intra-peritoneal volume event could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a high drain 103 alarm occurred after use on the home choice (hc). This indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The caller indicated there were no observations of overfill symptoms. The technical service representative (tsr) reviewed the program. The program was continuous cycling peritoneal dialysis, the total volume equaled 12000ml, the fill volume (fv) equaled 2000ml, the last fill volume (lfv) equaled 1000ml, the dextrose was set to same, the cycled was set to five, and the initial drain alarm was set to 400ml. The tsr reviewed the therapy log. The initial drain volume equaled 473ml, the lfv equaled 999ml, the total fill volume equaled 9996ml, the total ultra filtration (uf) equaled 1561ml, the cycle five uf equaled 28ml, the cycle four uf equaled -82ml, the cycle three uf equaled 2099ml, the cycle two uf equaled -206ml, and the cycle one uf equaled -278ml. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.